Manufacturer narrative:
D15 - isi has not received the monopolar curved scissors (mcs) tip-cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. Also, review of the provided image revealed mcs tip cover damage on the grey silicone area. Root cause of the failure mode cannot be confirmed without the returned device. A remotefe review was conducted, the logs confirmed the customer used an mcs instrument lot-sequence# n10210317-0656 on 12-may-2022 with system sk1570. This last usage of the device per the log review matches the reported event date. The tip cover is an accessory and does not get captured by remotefe logs. Therefore, an instrument log review of the product related to the complaint could not be performed. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the mcs tip cover accessory was damaged on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the monopolar curved scissors (mcs) instrument tip was bent and the user removed it with the cannula. The procedure was completing as planned with no reported injury. It was further reported that upon removal of the mcs instrument, inspection found that the mcs tip cover was damaged. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the reporter stated that no arcing was observed during intraoperative use of the mcs instrument. It was stated that part of the orange surface was visible right after the mcs instrument was removed. There was no fragment that fell inside the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of torn tip cover to be related to the customer reported complaint. The mcs tip cover accessory was found to have tearing on the proximal end. Tears were axially aligned with the tip cover and measure from 0.211¿ to 0.000" in length, but no material was missing. There were signs of thermal damage present near the tears. A root cause of this failure was attributed to a component failure. An additional finding, which was related to the reported complaint, was that the mcs tip cover accessory exhibited localized melting at the proximal end, which indicated arcing. The root cause of this failure was attributed to mishandling or misuse. Updated information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10

Event description:
Refer to h10/h11 for follow-up information.